Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is not alarming for no delivery or low reservoir. The customer stated that the insulin pump does not alarm no delivery in less than 5 units during fixed prime. The high pressure test could not be performed as the customer did not have a tubing clamp. Customer was assisted with resetting the fixed prime and was advised to change the infusion set, monitor the insulin pump and call back if issue persists. Blood glucose value is unknown.